Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Customer stated they have apa syndrome. Per product labeling this may cause false-high inr values and false-low quick values. Where apa are known to be present, it is imperative that a result be obtained using an apa-insensitive laboratory method for comparison. Medwatch fields d4, d10 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek vantus meter with an unknown serial number when compared to a laboratory result using the siemens sysmex ca 1500 with reagent dade innovin method. At 8:30 a.m. The meter result was 4.5 inr and within 4 hours the laboratory result was 3.4 inr. The patient's therapeutic range is 3.0-3.5 inr and tests once a week. The patient is stable.